Manufacturer narrative:
Complaint no: (B)(4). This report was received from a nurse via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was reported to be due to ¿poor environment or poor hygiene¿, however, as no further specific information was provided, the cause was assessed as unknown. The peritonitis was manifested by abdominal pain, cloudy peritoneal dialysis effluent, vomiting, fever and diarrhea. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (one gram, daily, [ip] intraperitoneally) and fortum (one gram, daily, ip). Three days later, treatment with cefazolin and fortum were withdrawn. On the same day, the patient started treatment for the peritonitis with ciprobay 0.2 (two jars, daily, ip) and tienam 0.5 (two jars, daily, ip). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that 17 days after the onset of peritonitis, dianeal therapy was discontinued, and the patient switched to hemodialysis. On the same day as dianeal therapy discontinuation, treatment with ciprobay 0.2 and tienam 0.5 was stopped. Also on the same day as dianeal therapy discontinuation, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.